Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was in backup vvi mode due to low battery voltage. Since the patient had another pacemaker implanted they wanted to turn this one off so it would not interfere with the other pacemaker. There was no adverse consequence for the patient.